Event description:
Eri occurred on (B)(6) 2024. This device reached eos on (B)(6) 2024. It was recommended to change the device out as soon as possible. Device currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.